Manufacturer narrative:
(B)(4) was not returned for evaluation. Review of the manufacturing records confirmed that the associated pump met all requirements for release. The reported event was confirmed as log file analysis revealed 161 low flow alarms have been logged since (B)(6) 2016. A decrease in power consumption and estimated flow has been logged starting on (B)(6) 2016 to parameters below normal operating range despite multiple speed changes. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the event can be attributed complete outflow occlusion and also inflow thrombus which could be attributed to clinical, patient and pharmacological factors may have impacted the event with no indication of any device malfunctions or performance issues. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Thrombus is a known potential complication associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high and low power alarm threshold, how to recognize high watt and low power alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Pump will not be returned.

Event description:
It was reported from the site that the physicians called the manufacturer representative due to low flow alarm and decrease of power consumption to patient. It was stated that log files were sent. It was stated that the patient was put on dobutrex and scheduled for pump exchanged today. Pump was exchanged on (B)(6) 2016 without any issue. It was stated that the surgeon found complete outflow occlusion and also inflow thrombus. It was stated that the patient is still in hospital but improving slowly. Pump will not be returned for evaluation as physician feels that the thrombus found was the cause of the event. No additional information available.